Event description:
The customer reported no image during angulation. The reported problem was found during reprocessing for a diagnostic bronchoscope procedure, and the procedure had been completed using the same equipment. There were no reports of patient harm.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. During the device evaluation the customer allegation of no image was confirmed. The evaluation found breakage screen black out during angulation due to defective charged coupled device (ccd) unit. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, it is likely that issue was the result of a damaged charged coupled device (ccd-unit) during user handling. The event may be reduced or detected by following the instructions for use section below: ¿ inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.